Event description:
The customer stated that she was hospitalized due diabetic ketoacidosis. The customer's blood glucose reading was over 500 mg/dl. The customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Troubleshooting could not be performed due to the buttons being unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.